Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 32mm amplatzer septal occluder was selected for procedure. Initially, a 22mm amplatzer septal occluder (aso) was attempted after sizing the defect with an 18.19mm waist, but due to a floppy posterior septum and residual shunt, the device was not stable. It was uneventfully recaptured, and the 32mm amplatzer septal occluder was successfully implanted. On (B)(6) 2025, it's noted that the patient suffered a transient ischemic attack. The event lasted approximately four hours and was confirmed through a neurological exam in the emergency department, where the patient presented with acute onset hemihypesthesia. A magnetic resonance imaging scan and cranial computed tomography scan ruled out acute cerebral infarction, and symptoms completely resolved within a few hours. The patient was hospitalized for two days but experienced no other clinical signs or symptoms and did not sustain any permanent injury or disability. No intervention was performed or planned due to the event. There was no allegation of malfunction against the abbott device or procedure. The implanting physician believed the transient ischemic attack (tia) was likely device-related. The patient¿s condition resolved without sequelae as of (B)(6) 2025.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of transient ischemic attack was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported stroke could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The patient was hospitalized for two days but experienced no other clinical signs or symptoms. The patient¿s condition resolved without sequelae. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.